Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h13a03049, h13b07147 and h13c04035. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for the event. Treatment and cause of peritonitis were not reported. Four days later, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.